Event description:
Customer alleges their rp500 instrument reported the incorrect patient ID and draw time. There has been no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for further investigation. Based on the review of the provided instrument logs, the entry in the report patient identification and draw time matches with the patient csv file and rapidcomm log. As there is no special handling on draw time, it is highly unlikely that the system is changing it. The customer's issue could not be reproduced and no issues were observed, the rp500 system with sw v3.1.1a is working as expected. The sample print always had the correct demographics data entered during sample analysis. The sample (in the system rp500) also had the correct demographics data entered. It is possible that after the patient barcode was scanned, there could have been manual editing of the data. It cannot be confirmed by looking at any logs provided as the system does not log these details. The rp500 system is working as expected and is currently operational. The root cause of the customer's issue is unknown.